Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
It was reported that a revision surgery was performed due to a massive glenoid loosening with glenoid cyst formation. The patient was treated with a change of shoulder the prosthesis to inverse shoulder prosthesis. No further information received.

Event description:
05-jul-2023 update dw: further information were provided that the device will be returned end auf august 2023.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. The complaint allegation is confirmed. Due to contamination precautions, the arthrex® univers¿ glenoid poly with peg, small, was investigated visually. It is evident that there was foreign matter encrusted around the device after it was explanted. Based on the images, arthrex was able to conclude a most likely cause. Per dfu-0131g rev 8 - e warnings: "3. Postoperatively, until healing is complete the fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the implant. 4. Detailed instructions on the use and limitations of the device should be given to the patient. 5. Any decision to remove the device should take into consideration the potential risk to the patient of a second surgical procedure. Implant removal should be followed by adequate postoperative management." The most likely cause for the reported failure can be attributed to a patient-specific event.